Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer heart rate was 144, and the blood pressure was low. The customer was severely dehydrated. The customer mentioned that she went into diabetes ketoacidosis days before calling, but she refused to go to the hospital. No further information was provided.